Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the cause of the stent graft migration could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not provided for review and comparison. The aortic neck at the level of the right renal measured ~34 x 40mm, contained thrombus, and has likely dilated. The talent bifurcate proximal margin was positioned 10 ¿ 15mm below the right renal artery; 30mm below the sma. The max diameter aaa artery measured 6cm and no clear endoleak was seen. It is possible that the migration was due to disease progression. Films during or post-intervention with the right renal chimney stent and 36mm endurant aortic cuff, which provided additional proximal seal length, were not provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 6.0 cm abdominal aortic aneurysm. It was reported that the graft fabric was sitting approximately 12 mm below the right renal artery and the aneurysm sac is very large. There was no obvious endoleak observed on the CT. However, the physician decided to place a cuff and snorkel the right renal in order to gain additional seal. The physician was able to get 3cm of seal and the event resolved. No additional clinical sequelae were reported and the patient is fine.